Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred when the surgeon's head was inside the surgeon console¿s high resolution stereo viewer. There was an instrument on the universal surgical manipulator (usm) arm inside the patient at the time of the event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. The fse reviewed the system log and found no related errors. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 was moving non-intuitive after clutched. The system showed no error messages with system working normally. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the usm tornado position and try to elevate the tornado. The procedure was completing as planned with no reported injury or harm.